Event description:
The customer reported the blower was not running in ventilation mode; blower does run in diagnostic mode and the device passes est. The customer reported there was no patient involvement.